Event description:
It was reported by customer that their insulin pump was alarming and after inquiring further, it was discovered that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 422 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be protruding. Customer declined further troubleshooting and requested new device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.